Event description:
The following was reported to gore; on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm (suspected impending rupture) using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg was attempted to implant from just blow of the left renal artery, but it moved distally during the deployment and it was not able to be moved up using re-constraining system. Then two contralateral leg endoprostheses were implanted in the right limb and one contralateral leg endoprosthesis was implanted to extend the ipsilateral leg in the left limb. A gore® viabahn® endoprosthesis was delivered from the right femoral artery and it was implanted in the left renal artery using chimney technique and two aorta extender endoprostheses (pla260300j x2) were implanted until just below the right renal artery like ¿sandwich¿. A kissing ballooning was performed. Then, an angiography was performed and it revealed an endoleak from proximal area. One more aortic extender endoprosthesis (pla280300j) was implanted from the just below of the right renal artery to enhance radial force. The kissing ballooning and the angiography was performed. However, the amount of the endoleak did not change. It was unknown, whether, it was type ia or type iii endoleak because a large amount of the endoleak was observed, however, type ia endoleak did exist at the least. The procedure was concluded and the physician has planned a reintervention. On (B)(6) 2022, reintervention was performed. The remained endoleak was determined the gutter leak between the aorta extender endoprostheses and the gore® viabahn® endoprosthesis . A gore® viabahn® endoprosthesis was implanted to extend the initial gore® viabahn® endoprosthesis distally. Then, an aorta extender endoprosthesis was implanted to extend the initial aorta extender endoprosthesis distally. However, the endoleak was not resolved. After that, the gap between the aorta extender endoprostheses and the gore® viabahn® endoprosthesis was coil embolized. The endoleak was resolved. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted to reinforce the lumen of the gore® viabahn® endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and reoperation. Since it is unknown which device is directly implicated in this complaint, pla260300j/(B)(4) and pla260300j/(B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.